Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4136 competitor lead, implanted: (B)(6) 2012; a 6935 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was not happy that the device went to elective replacement indicator (eri) and lasted less than 3 years. It was also reported that the competitor left ventricular (lv) lead had high thresholds. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.